Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2021-02174, 0002648920-2021-00239, 0001822565-2021-02176, 0002648920-2021-00240. Medical product: femoral component option size e left item# 00596401551 lot# 60930995. Stemmed tibial component precoat size 3 item# 00598003701 lot# 60949741. Articular surface size ef 14 mm height item# 00596403214 lot# 60905135. Taper stem plug item# 00596009900 lot# 60998606. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient is experiencing pain, swelling, and instability when walking approximately nine years post implantation. The patient can't get on knees and cannot walk any distance. Family doctor thinks the patient may be allergic to metals in the knee. Attempts to obtain additional information have been made; however, no more information is available.